Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter ireland received a report that an infusor had delivery stop during patient use. The device was filled with a 252 ml solution of 3449 mg of fluorouracil and 0.9% sodium chloride. When disconnected, half the solution remained. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.